Event description:
Desferal 72 ml bag ran dry after days (7 day bag). 8 ml/day x 7 days= 56 ml infusion volume; 4 ml priming volume; 10 ml overfill. The patient reported that the prime key was stuck with the beginning of one infusion. There was no patient injury/ medical intervention required.